Event description:
The reporter stated that the surgeon was advancing a single piece toric silicone lens model aa4203tl and it became stuck in the cartridge. When they ejected it onto the sterile tray the lens tore. No patient contact or injury.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the lens is torn in half. There is clear surgical residue on the lens. The injector has no visible damage. Conclusions (no conclusion can be drawn). Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge was not returned for evaluation.